Event description:
The user facility reported that the spring broke off during testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.